Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the pipe was broken at the junction with the wire. There were no abnormalities found upon investigation of the condition of the welded part, the outer diameter and the manufacturing record of the same lot. The user facility reported that the calculus contained cholesterol and it was too hard. Therefore, omsc considers that the condition of patient or calculus caused the failure of crushing calculus. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during crushing calculus inside the bile duct with lithotripter, the pipe broke. The doctor inserted a competitor's epbd balloon into the endoscope along the basket wire and dilated papilla. Then, the basket wire and calculus could be removed. The doctor completed procedure after he placed a stent into pancreas duct for pancreatitis prevention. There was no report of patient injury regarding this report.